Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon deflation issue occurred. The patient was being treated for coronary artery disease involving the right coronary artery (rca) and unstable angina. The rca was engaged using a non-bsc guide wire and guide catheter. The right post lateral branch (rpl) was predilated using a 2.0x12mm non-bsc balloon catheter inflated to 10atm for 40 seconds. Post angiography showed 30% residual stenosis. Then a 2.25x16mm synergy drug eluting stent was advanced to the rpl and deployed at 12atm for 40 seconds with good stent expansion. However, after the stent was deployed, the stent deployment balloon did not readily deflate. After multiple manipulations, including trying to fill the balloon with saline instead of contrast saline solution, the balloon finally did deflate and was removed. Post stent deployment angiography showed 0% residual stenosis and timi grade 3 distal flow. The non-bsc guide wire was redirected down the posterior descending branch (rpda) and across the lesion there. The same non-bsc 2,0x12mm balloon catheter was advanced and inflated to 10atm for 30 seconds. Post ptca angiography showed about 50% residual stenosis. A second 2,25x16mm synergy stent was advanced to the lesion and deployed at 12atm for 40 seconds with good stent expansion. Post stent deployment angiography showed 0% residual stenosis and timi grade 3 distal flow. The patient tolerated the procedure well and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was deployed during the procedure and therefore not returned for analysis. The balloon appeared to have an unusual re -wrap pattern, for a balloon that was held at inflation for 10 minutes. Crimp markings were clearly visible appearing as if the balloon was not inflated. Contrast solidified medium was evident inside the balloon body. The returned device was attached to an encore inflation unit. The balloon was inflated to 12atmospheres (atm) to simulate the same pressure that was applied during the procedure as per complaint report. No restrictions were noted. No balloon leak or balloon break was noted. No leaks were noted in any part of the delivery catheter. When a vacuum was pulled, the balloon deflated within specification. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks on the hypotube shaft. No stretching of any area of the catheter was observed. Visual and tactile examination of the outer and mid-shaft section found that there were no issues with the extrusion shaft. No signs of damage or kinks were noted during device examination. There were no signs of damage or strain noted on the proximal bond, the port bond and the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that a balloon deflation issue occurred. The patient was being treated for coronary artery disease involving the right coronary artery (rca) and unstable angina. The rca was engaged using a non-bsc guide wire and guide catheter. The right post lateral branch (rpl) was predilated using a 2.0x12mm non-bsc balloon catheter inflated to 10atm for 40 seconds. Post angiography showed 30% residual stenosis. Then a 2.25x16mm synergy drug eluting stent was advanced to the rpl and deployed at 12atm for 40 seconds with good stent expansion. However, after the stent was deployed, the stent deployment balloon did not readily deflate. After multiple manipulations, including trying to fill the balloon with saline instead of contrast saline solution, the balloon finally did deflate and was removed. Post stent deployment angiography showed 0% residual stenosis and timi grade 3 distal flow. The non-bsc guide wire was redirected down the posterior descending branch (rpda) and across the lesion there. The same non-bsc 2,0x12mm balloon catheter was advanced and inflated to 10atm for 30 seconds. Post ptca angiography showed about 50% residual stenosis. A second 2,25x16mm synergy stent was advanced to the lesion and deployed at 12atm for 40 seconds with good stent expansion. Post stent deployment angiography showed 0% residual stenosis and timi grade 3 distal flow. The patient tolerated the procedure well and there were no patient complications.